Event description:
AED failure that occurred in 2004. Ff/emt states attached AED to pt and connected pads/cables/adapter. Pt continued to get "connect electrode" prompt. Member states r-2 pads and adapter used on this incident. Also states extension cable and connection to r-2 adapter checked during incident. Unknown if pads were prematurely opened.